Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 457 mg/dl but her sensor glucose reading was 303 mg/dl. The sensor was bent. The device was not returned.